Event description:
During testing at the user facility, it was noted the device touchscreen would not calibrate. Prior to testing, the customer contact reported during annual preventative maintenance testing "cannot access biomed mode to perform annual pm". There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen could not be calibrated. The probably cause was due to a broken bezel or fluid ingress on bezel. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.